Manufacturer narrative:
Manufacturer investigation conclusion: the report of external damage the outer jacket was confirmed through an onsite evaluation by technical services. Photos submitted from the field revealed a tear to the outer silicone jacket at the distal end bend relief. The bend relief remained attached to the controller connector. A clamshell repair kit was installed by the technical services specialist on 09feb2019. Evaluation of the submitted data revealed normal device operation with no atypical events. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that a clamshell repair kit was installed by the technical services specialist on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Section a2: corrected patient age.

Manufacturer narrative:
Approximate age of device ¿ 5 years 2 months 30 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2013. It was reported that the patient had a tear in the distal end of their of driveline. The patient placed gorilla tape on the tear in the bend relief. The driveline tear seemed to be cosmetic and did not affect the performance of the pump. The vad is functioning as intended. No additional information was reported.